Event description:
Explanted product (a bipolar lead and a pulse generator) was received by device manufacturer as an unauthorized return. The reason for explant is unknown. Device tracking information was not forwarded to manufacturer at the time of implant. The lead was returned approximately twenty months after it was shipped and the generator after only three months from date of shipment. It is unknown whether the returned devices were explanted due to user error, adverse event or product problem as no response has been received to manufacturer's requests for additional information from user facility that returned the explanted products.